Event description:
A malfunction alarm occurred while the customer was changing the cartridge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information to reset the pump, and the customer successfully completed the reset independently. The malfunction did not recur, and the customer was instructed to call back if any issues arose.